Event description:
The patient reported experiencing inaccurate low results with a one touch ii meter. The patient's blood glucose results was 124 mg/dl, this was the only reading provided by the patient. Tests were done 11-20 minutes apart. Patient did not experience any adverse events. No further information has been reported.